Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified one extended opening and creases. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified an opening in the shell with sharp edge, with nick, assessed as surgical impact opening, and wear abrasion. A dimensional measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment was a sharp edge opening in the shell, with nick, due to surgical impact. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and "patient¿s concern with the product." Device has been explanted.